Manufacturer narrative:
The complaint sample was not received by viant for evaluation and the reported event is non-verifiable. The applicable production records were reviewed. No discrepancies were discovered. Receipt of the complaint sample is not anticipated, however if the complaint sample is received by viant, it will be evaluated and a supplemental medwatch 3500a emdr will be submitted per applicable requirements. Complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the connecting offset joint is broken and not allowing cups to screw on and off. No adverse events nor patient consequence were reported as a result of the malfunction.